Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was caused by the navigation system being used for the procedure. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the 3d image acquisition functionality became disabled and the imaging system displayed that navigation was connected but not ready. Once the error message was cleared, the site continued with the procedure without issue. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.